Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; full lead returned and analyzed.

Event description:
It was reported the lead was explanted and replaced due to non-capture and possible dislodgement. It was further reported that there was sensing difficulty and no pacing output on the lead, along with high threshold. No patient complications were reported as a result of this event.